Event description:
It was reported that an event of paralysis occurred when a 3998 lead was used. It was unknown if the paralysis was because of the lead or other reason. This occurred ¿years ago¿ ¿ thought to be over 10 years ago. The company representative had no other information.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).